Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure (batch no. 918016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test.". The patient's concurrent conditions included overweight, menses irregular, dysfunctional uterine bleeding and menometrorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy/allergic or hypersensitivity reaction type: incompatibility"), alopecia ("hair loss"), tooth disorder ("dental problems"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (endometria ablation using novasure device and salpingectomy (bilateral), d&c). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dyspareunia, allergy to metals, alopecia, tooth disorder, fatigue, headache, weight increased, weight decreased, vaginal haemorrhage, migraine, anaemia, dysmenorrhoea and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding and nickel allergy. Approximate weight at the time of essure placement 177 lbs. The device was deployed and good placement achieved 1-2 coils were easily visualized within the uterine cavity(right side) and 3-4 coils were on left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Amendment: the report was amended for the following reason: it was detected that this record is a duplicate to record #(B)(4)to which all information was transferred, then this duplicate record # (B)(4) will be deleted. No new follow-up information was received from the reporter. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test." On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), tooth disorder ("dental problems"), fatigue ("fatigue") and headache ("headaches") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dyspareunia, allergy to metals, alopecia, tooth disorder, fatigue, headache, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, tooth disorder, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding and nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case has became incident. Previously reported event "injury " was replaced with new events- pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickel allergy, hair loss, dental problems., fatigue, headaches, weight gain, weight loss and patient did not undergo essure confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure (batch no. 918016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test.". The patient's concurrent conditions included overweight, menses irregular, dysfunctional uterine bleeding and menometrorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy/allergic or hypersensitivity reaction type: incompatibility"), alopecia ("hair loss"), tooth disorder ("dental problems"), fatigue ("fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (endometria ablation using novasure device and salpingectomy (bilateral), d&c). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dyspareunia, allergy to metals, alopecia, tooth disorder, fatigue, headache, weight increased, weight decreased, vaginal haemorrhage, migraine, anaemia, dysmenorrhoea and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding and nickel allergy. Current weight ?? Lbs. Approximate weight at the time of essure placement 177 lbs. The device was deployed and good placement achieved 1-2 coils were easily visualized within the uterine cavity(right side) and 3-4 coils were on left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs & mr received. Events: abnormal bleeding (vaginal), migraines/ headaches, anemia, dysmenorrhea (cramping), abnormal bleeding(general) were added. Event allergic or hypersensitivity reaction type: incompatibility was clubbed with nickel allergy. Lot number was added. Concomitant conditions and reporter's information was added. Fu 3 & 4 processed together. On 29-oct-2019: social media received. Reporter's information was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.